Event description:
It was reported that an intraocular lens was explanted because of a broken haptic. The incision was enlarged to remove the lens. A vitrectomy was not required. The lens was not the cause of the patient's event. No additional information was provided.

Manufacturer narrative:
(B)(4) used for incision enlargement and explant of intraocular lens. The intraocular lens was returned to the manufacturer. Visual inspection confirmed the lens had a broken haptic, a fracture, and appears to have evidence of ophthalmic viscoelastic on it. All pertinent information available to the manufacturer has been submitted.